Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl and went unconscious; cause was unknown. Customer received a glucagon injection to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.